Manufacturer narrative:
Date of submission 02/01/2019 an investigation was performed for the reported customer complaint: the customer reported the catheter was obstructed. A new catheter was used and there was no harm to the patient. A review of the device history report (DHR) for lot no. 1703900170 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Initial complaint indicated the product would not be returned. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. Manufacturing performs 100% leak testing for this product. Therefore, a leakage would have been detected during these processes. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the catheter was obstructed. A new catheter was used and there was no harm to the patient.